Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient's ipg has reached end of life. Surgical intervention may be undertaken at a later date to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2024-01563. Additional information was received that the patient did not charge their ipg as recommended and the ipg became inoperable. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
E1 correction: the reporter's information was updated. H6 correction: medical device problem code should have been 2017 ¿ improper or incorrect procedure of method rather than 3283 ¿ wireless communication problem.